Event description:
A healthcare worker reported a flexible cystoscopy was performed on patient in 2005 (friday) and the same scope was used on an immune compromised patient with bladder cancer on the third day. The scope was soaked over the weekend for longer than 10 hours in cidex solution whose reuse expiration date was 7-7-05. The last test dates for the cidex solution with the cidex test strips was in 07/05. Testing of the solution on the 3rd day with the test strips revealed an immediate failure. There have been no patient events at this time. Asp's customer care center reviewed the ifus for cidex and cidex test strips with the customer and faxed copies of the ifus for both products as well as the cidex solution log sheet for reference and use.